Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date could not be performed because the system logs are not available at this time. Additional log reviews confirmed that system (B)(4)was used on (B)(6) 2022 for a right hemicolectomy surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to the second ssc after the start of the procedure due to no image in one eye of the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the left eye in one of the surgeon side consoles (ssc) turned black. The surgeon switched to the other ssc to finish the case. Prior to calling intuitive surgical, inc. (Isi) technical support, the site restarted the system and checked the blue cables. The isi technical support engineer (tse) requested they restart the system again and remove power from the ssc, but this had no effect. The tse requested they restart and swap the blue fiber cable, but there was still no vision or startup screen in the viewer. The tse was not able to check the logs as the system was not connected to onsite. The procedure was converted to the other ssc with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. There was no image due to a main board defect.